Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient forgot to recharge the ipg as recommended. As such, the device would no longer communicate with the charging system nor the patient programmer which displayed an error message indicating the ipg inoperable. Follow-up revealed surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.